Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the entire scs system was explanted to address the issue.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported patient stopped charging the ipg due to charger not connecting to the ipg well. Ipg became inoperable as a result. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.